Event description:
The customer reported the system's lift column was inoperable. No reports of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced. The system was then found to be working as intended.